Event description:
Customer reported the defibrillator did not show any waveform data on the display when connected to a pt for monitoring purposes only. No adverse pt outcome. Service rep duplicated reported condition. Device repaired and proper operation was confirmed.